Event description:
Left partial knee implant using the oxford knee by biomet on (B)(6) 2014. On (B)(6) felt shifting and searing pain in my left knee after slightly moving my left foot. Could not straighten my leg, bend my leg, or bear weight. Went to the ed and xrays confirmed foreign bodies in my left knee. Saw dr. (B)(6) on (B)(6) 2014. Informed that the meniscal bearing was dislodged and that I required surgery to remove/replace it. Had surgery (B)(6) 2015. Was walking insisted and taking minimal pain medications after first surgery. Now need a walker, knee brace and more pain medications. Unable to drive.